Event description:
Same case as MFR# 2134265-2010-01221 and 2134265-2010-01222. It was reported by the patient that post a coronary drug eluting stenting treatment procedure, patient had ann mi. The patient presented with a heart attack and the target lesion was located in the mid left anterior descending (lad) artery. A 3.5x28mm taxus express2 stent delivery system (sds) was advanced to the lesion and the stent was deployed. An additional 3.5x28mm taxus express2 sds was also advanced and deployed in the mlad one month later, the patient returned to the hospital. A 3.5x24mm taxus sds was advanced and the stent was deployed in the mid right coronary artery (rca). She recalls that a physician ¿found something wrong with the stent in the mrca.¿ one year and three months later the patient had a "small" heart attack. It was noted that a stent in the lad was "clogged". To treat the clogged stent, the physician rotablated the lesion and placed a 3.5x13mm non-bsc stent. The patient reports having on-going shortness of breath and chest pain. The patient has been medically treated at the hospital for chest pain on several occasions. In 2009, the patient was hospitalized for four days for chest pain. Currently the patient is taking the following medications: plavix (75mg/day), toprol (50mg/day), and long lasting nitro (isosorbide-din) 4 pills/day. Additional information has been requested and is not available.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Procedure notes received indicated that during the index procedure, the lad was large in the proximal section and narrowed down to 75% stenosis with ulcerated plaque. The first diagonal branch was subtotally occluded and too small for an interventional target. The physician engaged the vessel with a non-bsc guide catheter and advanced a non-bsc guidewire to the lesion. Without pre-dilation, one 3.5x28mm taxus sds was advanced and deployed at 14 atms. The lesion was post dilated with a 3.75x15mm balloon inflated to 8 atms distally and 16 atms proximally. An additional 3.5x28mm taxus express2 sds was not deployed in the mlad as previously reported. The patient was administered indefinite aspirin and a minimum of 6 months plavix. A month later the ejection fraction was 60%. There was no restenosis of the stent in the lad, however, the rca was 80% stenosed. A 6fr 4 right guide catheter and a non-bsc guide wire were advanced. The lesion was not predilated before deploying the 3.5x24mm taxus drug-eluting stent at 16atms. There was zero percent residual stenosis. The patient was discharged the next day on aspirin, plavix, zetia, toprol, zocor. The patient reported having a small heart attack one year and three months later. Per the procedure notes, the distal aspect of the stent in the mlad had 70-80% restenosis. Intravascular ultrasound showed 3.75-4mm wide vessel, with the distal margin of the stent being 2mm wide. The physician re-stented the lad with a 13x3.5 non-bsc stent. The stent was post dilated with a 3.75mm non-bsc balloon inflated to 14atms and resulting in zero residual stenosis. There was no issue with stent in rca.

Manufacturer narrative:
(B)(4).